Event description:
It was reported that the patient presented with a ventricular lead warning and a polarity switch. The ventricular lead had low impedances, no r-waves were noted, and the threshold was high and variable. It was also reported that the p-wave was small on the atrial lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.